Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised one month post-implantation due to dislocation. Prior to the revision, the patient was reduced non operatively and then elected to have the knee revised. Upon exam under anesthesia, surgeon was unable to replicate the dislocation. Subsequently, the poly was exchanged. No additional patient consequences were reported.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827.